Manufacturer narrative:
H2: corrected information in h6 (type of investigation, investigation findings & conclusions.). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found several pictures of the devices fractured in two. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a hip arthroscopy, it was noticed that a flush suture cutter xl was blunt, also the surgeon used a little more force to cut the wire and the device ended up breaking. The procedure was resumed, without any delay, using the same faulty device. No further complications were reported.

Manufacturer narrative:
Internal reference number: (B)(4). H3,h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.